Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Unrelated to this issue, evaluation also revealed that the keypad cover was peeling up from the base below the ok keypad button. All of the keypad buttons responded appropriately. (B)(6).